Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient's pocket site looked red and irritated. They put the patient on antibiotics for a possible infection, following a device replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.